Manufacturer narrative:
Review of manufacturing records did not highlight any pre-existing anomaly or non-conformity relevant to the issue. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Custom made humeral component (B)(4), pn: 9617.25.32f, lot: 2515674, sterilization: 2500110), that was originally implanted on (B)(6) 2025, has been reported loose and requires revision. The surgeon requested a new custom-made device (reference: (B)(4), specifying that recementing the in-situ loosened promade humeral component could be an option, but it is highly probable that it will loosen again. Revision surgery has not yet been planned. Patient is female, date of birth on (B)(6) 1952. The event occurred in the united states.